Event description:
The initial reporter alleged a false positive anti-hcv g2 elecsys e2g 300 v2 result for a patient sample tested on a cobas e 801 analytical unit. The initial result was 30.6 coi (reactive), and a repeat test on the same system yielded 30.8 coi (reactive). Testing of the same sample on an abbott architect system at two different laboratories produced non-reactive results of 0.84 coi and 0.79 coi, respectively. Viral load testing was negative. A fresh sample from the same patient was tested on another cobas e 801 analytical unit using the elecsys anti-hcv assay. The initial result was 31.4 coi (reactive), and a repeat test yielded 31.5 coi (reactive).

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The observed false positive result is covered by the assay's specificity claim. It was noted that results are only considered positive after duplicate retesting and confirmation testing using supplemental methods, such as immunoblot or hcv rna detection. A general reagent issue was excluded, and the device remained in operation at the customer site.